Event description:
International affiliate reports that when trying to reduce the screw into the pedicle, the screw extension instrument that was being used popped off with the head of the screw still attached to the instrument. However, the shank of the screw had sheared off and remains in the patient. The mis cortical fixation fenestrated screw has not been cleared for market in the u.s.

Manufacturer narrative:
The device is not available for evaluation. The screw head was discarded by the customer and the screw shank remains in the patient. Without a lot number, a review of manufacturing records cannot be completed. A photo of the screw head following it's removal in the o.r. Was provided and reviewed by qa and (B)(4) representatives. However, no conclusions can be made as to the cause of the screw head separation. A CAPA has been opened to further investigate this issue. At this time, the complaint is considered closed. At this time, the complaint is considered to be closed. Screw head discarded by customer.